Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient observed black particles blowing out of the device. The patient was diagnosed with cancer. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.